Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of unreadable screen. The unit was triaged and the reported issue was confirmed. The potential root cause was a possibly loose connection to the pcba. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the kangaroo pump's screen is flashing with lines across the screen that sometimes make it hard to read and the information displayed is sometimes illegible. Also, the triple light column of red, yellow, and green are all lit. No patient harm.